Event description:
Intermittent catheter patient (user) said he acquired a sore penis and urinary tract infection (uti) concurrent with the use of a catheter that had less coating. The patient said the soreness stopped, and after a round of antibiotics, his urine appeared clear, but was still waiting on the culture results.

Manufacturer narrative:
The patient said he now has to use lubricant with all of the hydrophilic catheters just a little bit where the coating stops to make it work comfortably. He said he has used the hm14's for years without any problem with insertion and likes the cure medical catheter brand since the amount of flex is perfect for him and wants to continue to use them. Since the patient doesn't carry lube, he stopped using the catheter outside the house and now uses another catheter brand.